Event description:
Proxy biomedical was notified on the (B)(6) 2013 via email by the polyform distributor (boston scientific) that they have received a complaint on the (B)(6) 2013, regarding a polyform product from a patient's legal rep. The complain states that following implant of polyform mesh the patient suffered serious an injury. The date of implant of the mesh is (B)(6) 2012. The patient is identified as "(B)(6)". Her date of birth is unk; her weight and height details are unk. The hospital where the implantation procedure took place is (B)(6), USA. The physician who treated the patient is dr. (B)(6), telephone number is unk. The production part number and lot number is unk.

Manufacturer narrative:
The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - refer design fmea and polyform product insert (instructions for use).